Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and was determined to be caused by the flooding of the image capture. The investigation was unable to determine the cause of the flooding. Additionally, the cable was flooded, there was a pixel failure, cable damage and adapter mount deformation. The investigation was unable to determine the exact causes of the failures. A device history review - DHR of the current product was conducted, and no issues were found. The event can be detected/prevented by following the instructions for use - IFU which state: warning regarding unexpected disappearance of endoscopic images or inability to unfreeze. Warning the following precautions must be strictly observed. Endoscopic images may disappear unexpectedly or the freeze cannot be released during the examination. - do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - do not bump or drop this product. Water leakage may damage the product's internal electrical circuits. - when straightening the camera cable, a portion of the camera cable may become looped approximately 10 cm or less. When a loop of approx. 10 cm or less occurs, do not pull the camera cable forcibly, but release the loop while rotating the camera head and gradually straighten it out. Forcibly pulling on the loop may apply strong force to the camera cable, which may cause the camera cable to break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not use a pair or other means to secure the camera cable. There is a possibility that the camera cable may break. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had cloudy image. The event was found at the beginning of an unknown therapeutic procedure which was completed using a similar device. There were no reports of patient harm.